Manufacturer narrative:
It was confirmed that the radiometer field service engineer had changed the hemolyzer device on the analyzer.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint, samples were measured on the abl90 flex plus analyzer (serial number: (B)(6)) and the user found the cthb measurement of 9.1g/dl to be discrepant. The comparison result is 6.7g/dl.